Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Part # 314.320, lot # 54p5258, manufacturing site: (B)(4), release to warehouse date: may 28, 2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the inspection, it was detected that the device broke during surgery. The incident did not result in any harm to the patient or the course of the surgery. This report involves one (1) screwdriver. This is report 1 of 1 for (B)(4).